Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that device would not boot up. After reviewing the log file, fse did not found anything host pc relating malfunction. Upon troubleshooting fse found that bios battery was depleted. Fse replaced bios battery. After the replacement of the bios battery, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura device would not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.